Event description:
No additional information.

Manufacturer narrative:
Correction: (e) FDA notified? Yes. Additional information: (a) added patient age and sex. (B) updated event date to 01sep2025 as medsun indicates an event date of "sep 2025". (H) attached medsun. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that alaris pump infusion set broke/ came apart at the blue safety clamp when being loaded into the pump, spilling iron.